Manufacturer narrative:
Device was used for treatment, not diagnosis. Please note that the device availability was inadvertently reported as jan 10, 2018 in the initial medwatch report. Please note that the correct date is jan 16, 2018. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the locking components were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device did not stop working even when disconnecting the switch and using the hand switch. It was further reported that the connector part was loose. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation correction:the assignable root caused was noted as normal wear. This is corrected to: the assignable root cause was determined to be due to premature wear as the device was returned for service within the recommended service interval time frame.